Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (38-50 mg/dl). Juice was consumed to address the low bg. The customer thought the low bg was due to the personal profile settings needing to be adjusted and due to a stomach virus. The customer declined tandem technical support's offer to troubleshoot and was to contact a healthcare provider to make the changes to the pump settings.